Event description:
See also manufacturer report 3004209178201002341. The patient experienced a loss of therapeutic effect; a return of tremors. The symptoms were worse now than before. Her legs were jumping and her body was "flailing intermittently" for three hours at a time. The device had been programmed (B) (6) 2009. It was noted that about fifteen minutes prior to the first flailing episode the patient took tylenol. There was no known related accident or incident. The patient did trip and fall in her home, but it was not related to a lack of therapy. Upon checking the device, all three green lights were activated on the programmer. Since the third programming session on monday (B) (6) 2009, she was having "off periods" and internal tremor. Nothing had happened after the first programming following implant. After the second reprogramming, she did great for two weeks. It was further stated that the stimulation was intermittent. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).